Event description:
It was reported that a charger would not charge, and a replacement was initiated after confirming the shipping address and completing troubleshooting and education. Symptoms included no clinical effects reported. Outcomes included no impact on health or therapy beyond the inability to charge. Investigation included customer interview and basic troubleshooting. Investigation of this case revealed a suspected malfunction of the external charger with no device alerts or alarms reported and no evidence of patient harm. It was concluded, based on previously established findings for similar reports, that the cause was an external accessory malfunction.